Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised there was the possibility this phenomenon was attributed to the deterioration due to the repeated use for long term-use passing more than 11 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the examination lamp of the subject device was not lit up during the incoming inspection for the repair at olympus service operation repair center (sorc). It was found the power unit failure which might have caused the reported phenomenon and the power switch was not worked well. There was no patient injury associated with this report.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The following fields have been populated: a1, d4, d5, d8. Correction to g3 of the initial medwatch. The aware date should be 12-jun-2020. Olympus will continue to monitor the field performance of this device.